Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. A definitive cause for the reported patient effect of atrial perforation could not be determined in this case. A definitive cause for respiratory distress is also not confirmed in this case. Additional therapy/ non-surgical treatment was a result of case-specific circumstance as an occluder was implanted successfully. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.d1: brand name changed from unknown mitraclip to sgc03. D2. Product code changed from nkm to dra. D4. Catalog no. Changed from unk cds to unk sgc03. D6. Implant date removed.

Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. Literature title: iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occulder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. Two clips were implanted. Right to left shunt and hypoxia was noted; therefore, an occluder was implanted successfully. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.